Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a starclose se device after an interventional procedure for stenting of the distal superficial femoral artery (sfa) using a 6f sheath. Reportedly, when the physician retracted the device against the vessel wall, the device came out of the patient. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Analysis was performed on the returned device. The reported device came out of the patient when pulled against the vessel wall could not be tested as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Femoral angiogram results noted mild calcification present at access site. It should be noted that the starclose instructions for use (IFU), states: do not deploy the clip in areas of calcified plaque. In this case, the calcification would not have directly contributed to the reported event. The reported device came out of the patient when pulled against the vessel wall appears to be related to the exchange sheath not properly secured to the clip applier based on the returned device condition. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.